Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6046440, medical device expiration date: 2019-02-28, device manufacture date: 2016-02-15. Medical device lot #: 6084289, medical device expiration date: 2019-03-31, device manufacture date: 2016-03-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd intima ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the batch record for lot#6046440 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the stopper of the returned device had an unsmooth discolored surface, as was cited in your initial complaint. Microscopic inspection of the stopper revealed the component had been aged significantly. Investigation conclusion: the most likely root cause for this issue is bad storage or transportation conditions adversely affecting the device, such as excessive moisture or strong oxidation. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.